Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the common femoral artery (cfa) and superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6), a support catheter, and a non-penumbra sheath. During the procedure, the physician placed the cat6 through the sheath in the target vessel using the support catheter; subsequently, the support catheter was removed after the cat6 was placed in position. The physician then successfully completed one pass using the cat6 and sheath. While retracting the cat6 through the sheath on the second pass to perform a contrast injection, the cat6 broke at the mid-shaft; therefore, it was removed. The procedure was completed using another cat6 and the same sheath. There was no report of an adverse effect to the patient.